Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6); implanted: (B)(6) 2018; explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 08-may-2019, UDI#:(B)(4). H3. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal saline 1ml/ml at minimum rate via an implantable pump. It was reported that the patient had symptom return. Unknown if any envi ronmental/external/patient factors may have led or contributed to the issue. Diagnostics/troubleshooting performed included catheter access port (cap) aspiration and open exploration. The hcp suspected catheter not working and upon exploration noticed the intrathe cal portion of the catheter was completely severed at the anchor. Hcp could not find the remaining catheter and the hcp decided to replace the catheter. The issue resolved at the time of this report.

Manufacturer narrative:
H3. Visual inspection identified a break in the catheter. Visual inspection identified there was damage to the transition tubing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.